Event description:
It was reported by service report that there was reduced range of motion at the foot end lift and there was no power at the auxiliary outlet. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Lift motor limit was not set. This issue was resolved for the customer by resetting height limits.